Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 183-184 mg/dl. Reportedly, the customer declined to troubleshoot with tandem technical support. In addition, it was reported that the pump date was inaccurate, the cause was unknown. Customer's blood glucose level ranged from 187-188 mg/dl. Reportedly, the customer corrected the date to resolve the issue.